Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the alternate vector. Review of the episode noted oversensing of noise, potentially related to sense b. Changes in the patient's amplitude morphology was also observed in the episode. A revision procedure is currently being planned, but for now, the s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported. This event will be updated when a revision procedure is performed.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the alternate vector. Review of the episode noted oversensing of noise, potentially related to sense b. Changes in the patient's amplitude morphology was also observed in the episode. A revision procedure is currently being planned, but for now, the s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.